Event description:
Related manufacturer reference 3002953813-2016-00002 . During a lumbar rf ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the back of the left thigh. The patient complained of a burning sensation and the operator attempted unsuccessfully to turn off ablation on the nt-2000 generator so the power cord was disconnected. A review of the case noted high impedance during the procedure. At a follow up appointment four days later a second degree burn was noted at the site of the grounding pad and treated with neosporin.

Manufacturer narrative:
(B)(4). The results of the investigation of the neurotherm grounding pad are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined.